Event description:
Additional information was received via email 04-nov-2021: date of event updated, and no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). . No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Damaged liquid crystal display (lcd) and front cover. Outdated printed circuit board (pcb) and power switch.started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The technician ran the device and the pump made a lot of noise. The root cause of the reported issue was found to be a faulty mechanical issue with the pump. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; during testing excessive noise was noted. The issue was determined likely caused by a mechanical problem with the pump component.

Event description:
It was reported the device was noisy during operation. Issue detected during testing with no patient involvement.